Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a sales representative via sems that a ar-8770-01 driver shaft, and a ar-8943-08 screwdriver broke. This occurred during a case, with no patient effect reported.

Manufacturer narrative:
Complaint confirmed. Upon visual inspection it was noted that the drive geometry at the distal tip of the returned ar-8943-08 had twisted and nicks. However, no fragments were returned for inspection. A probable cause is attributed to over-torquing/over-engaging the driver within the screw head.